Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his left side system was removed due to an infection. The patient's indication(s) for use were parkinson's dual and dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.